Event description:
A user facility reported to olympus during a diagnostic endoscopic bronchial ultrasound "eubu" with fine needle aspiration procedure the needle broke inside the patient. The customer reported they are missing 2 inches and could not find it. The device was inspected prior to use. Visual inspection, x-ray, and CT scan were performed. The customer later confirmed the procedure was completed and the patient's anesthesia was delayed by 60 minutes. The patient was not admitted to the hospital, although had an extended time in phase ii while waiting for the CT results. There was no evidence on visual inspection, x-ray, and CT scan that the needle remained in the patient. The needle was never confirmed to remain inside the patient. There has been no further events or harm to the patient. Patient is stable and at home.